Event description:
Additional information was received from the reporter: this device has been used in numerous procedures. As the device is used by the nursing staff to view, the replacement device was provided after the case was completed. There was no delay in the procedure and no other devices were replaced during the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information received from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an accidental malfunction of the circuit board.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue. The board was faulty. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, the device screen was dead upon installation. There was no backlight display but the power indicator light does come on. No patient involvement.